Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.pump received with operating currents within specifications. Pump passed selftest, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No cosmetic damage noted during physical inspection.

Event description:
The mother of a customer reported via phone call of being hospitalized for high blood glucose of 600 mg/dl. Troubleshooting found that the insulin leaked into the reservoir compartment and customer does not feel comfortable using the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test. .